Event description:
It was reported that there was an issue with the incorrect time display on the customer's device. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation and follow up if the time discrepancy exceeded five minutes again. The customer understood and acknowledged the instructions.